Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. Based on the event description and similar events, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentation was identified. Correction: the brand name in section d1 and the primary/additional di numbers in section d4 have been updated.

Event description:
Procedure performed: bariatric procedure. Event description: [hospital name] had a case on (B)(6) 2024 with dr. [Name] doing a bariatric procedure and at the end of the case when they removed the trocar, they noticed it was cracked at the tip and a small piece of plastic was missing. They do not know when it happened. They looked for it inside the patient and on the sterile or tables but never found it. The patient was notified by the surgeon. No issues have occurred with the patient at this point. The hospital did file an incident report. The trocar was cff71. Lot# 1497050. The color of the piece was clear. Additional information provided by applied medical account manager on 19jun2024 via email: a piece of the tip of the trocar fell out. No instrumentation was being used at the time of the incident. They were removing the trocar at the end of the procedure. Laparoscopic instruments were used prior to the incident no internal seal components were removed or cut in order to inspect the damaged component. Patient status: no issues have occurred with the patient at this point.

Event description:
Procedure performed: bariatric procedure. Event description: [hospital name] had a case on (B)(6) 2024 with dr. [Name] doing a bariatric procedure and at the end of the case when they removed the trocar they noticed it was cracked at the tip and a small piece of plastic was missing. They do not know when it happened. They looked for it inside the patient and on the sterile or tables but never found it. The patient was notified by the surgeon. No issues have occurred with the patient at this point. The hospital did file an incident report. The trocar was cff71. Lot# 1497050. The color of the piece was clear. A piece of the tip of the trocar fell out. No instrumentation was being used at the time of the incident. They were removing the trocar at the end of the procedure. Laparoscopic instruments were used prior to the incident no internal seal components were removed or cut in order to inspect the damaged component. Patient status: no issues have occurred with the patient at this point.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.